Event description:
Customer reported, "smoke" from their freestyle libre reader. Customer further reported, damage to the reader and "hot plastic on the button and the lid began to light on his fingers." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. The reader was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly), and no evidence of customer complaint was observed. Therefore the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, "smoke" from their freestyle libre reader. Customer further reported, damage to the reader and "hot plastic on the button and the lid began to light on his fingers." There was no report of death, serious injury, or mistreatment associated with this event.